Event description:
A customer alleges that an ultrasound system under-represented doppler strength, leading to an over-estimation of vascular disease and unnecessary procedures.

Event description:
Customer provided evidence to support the alleged claim of under-representation of doppler stength leading to unnecessary procedures; however, evidence does not support misdiagnosis claims made by customer, additionally, system in question returned, and found to meet specifications.